Event description:
The facility reported a colleague infusion pump displaying an unspecified failure code. This problem was identified during customer (not patient) use. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
The reported condition was confirmed as failure code 810:04 on channel c. The root cause was determined to be a defective air-in-line (ail) printed circuit board (pcb). The channel c pump head module (phm) was replaced to resolve the reported condition. This issue is currently being investigated.